Event description:
Customer reported observing "a colorful patch on the display or a smudge from both top corners down the bottom middle of the screen" of his freestyle meter and he was unable to read the results. Subsequently, due to lack of being able to read his blood glucose results he began to experience hypoglycemic symptoms, had a seizure and lost consciousness. His wife called paramedics and he was taken to a local hospital and treated in the emergency room. No specific treatment is documented and the report indicated he was diagnosed with diabetic ketoacidosis which is contrary to the medical event. The customer reports a hospital meter reading of 4.2 mmol/l (75mg/dl) and an adc meter reading of 7.1 mmol/l (130mg/dl) which are also indicative of hypoglycemia. There was no report of death or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested for an investigation. Due to the nature of the medical event a reported is being filed.